Event description:
During an in-clinic follow-up, increased pacing impedance was observed on the right ventricular (rv) lead. Technical support was contacted and confirmed the increased pacing impedance observed. No intervention has been completed. The patient is stable.